Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. One haptic is broken, missing the distal tip. Solution is dried on the lens. Associated products were not provided. It is unknown if qualified products were used. The reported haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A surgeon reported that during a cataract extraction with intraocular lens implant (iol) procedure, a broken haptic was observed after implantation. The lens was removed and patient implanted with back up lens. Additional information was requested.